Event description:
It was reported the right atrial (ra) lead had dislodged. The ra lead was explanted, and a new ra lead was implanted. There were no adverse health consequences, the patient was stable.